Event description:
Description from complaint: baby is on continuous feed at 25ml/hr. Mom stated that they set the pump rate correctly but then when she went back in to check on the baby that the rate had changed itself to 400ml/hr. Mom stated that baby started coughing up formula and she took baby to the hospital. Mom stated that baby was diagnosed with aspiration, however, not confirmed with the doctor yet. Baby was not given antibiotics from hospital during visit per mom." Health care provider mentioned during receipt of complaint that the father set the dose and that he is not usually the one to set dose. Patient has been using the zevex infinity enteral feeding pump since 2007, and once before returned a pump. No information available for a return reason.

Manufacturer narrative:
Conclusions: the failure reported was not confirmed/verified during the zevex failure investigation. The pump was functionally tested and was found to be in specification. The failure could not be duplicated. The pump event log does not show evidence of the failure described by the user. The root cause of the event is unknown.